Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient alert sounded, and the right ventricular (rv) lead exhibited high/undefined impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead will be revised.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the pocket was reopened, and the physician inspected the connection of the lead and implantable cardioverter defibrillator (ICD). The physician felt that the connection was loose, and impedance tests on the lead indicated variations in impedances. The lead was removed and reconnected to the header, with the setscrew tightened and tested. The device and lead remain in use. No patient complications have been reported as a result of this event.